Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not close the transfer set before disconnecting the patient line from the transfer set and then reconnected after and resumed therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient did not close the transfer set before disconnecting during dwell. The patient then reconnected and resumed therapy. The technical service representative reviewed proper emergency disconnect procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.